Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patients concern with product.

Event description:
Patient reported right side "shattered and ruptured textured implant". Healthcare professional later reported "right breast implant is intact, but shows features suggestive of capsular contracture" (grade unknown). The device remains implanted.